Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported multiple system organ failure (msof) could not conclusively be established through this evaluation. The account stated that the device will not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22aug2012. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists multiple types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure and right heart failure) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Death is also listed as an adverse event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from multi system organ failure.